Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested and was obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Device return status: no sample will be returned. No further information will be provided. No device will be returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a reservoir was used. Post-op, in the ward/ICU, when using with natural pressure, the lock of the reservoir was unlocked several times, and it became low pressure suction. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.